Manufacturer narrative:
The olympus field service engineer (fse) was dispatched to service the device. In addition to the broken connectors, the fse also found the unit was leaking onto the floor requiring multiple towels. The basin was completely filled with water. The tray under the .02 micron water filter, the detergent tray, and the catch tray under the acecide bottle were also full of water as if they were sprayed down. After cleaning and troubleshooting, the leak was found to originate from the basin due to a loose temperature probe. The temperature probe was tightened. Multiple e95 "no detergent remains" errors occurred during further troubleshooting due to a faulty detergent sensor. An e18 "temperature sensor malfunction" error also occurred due to a leaking temperature sensor. The necessary parts were replaced. The device was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor was displaying an e51 "fluid leakage inside of the device" error. It was further reported there was fluid leaking from under the .02 micron water filter. Upon evaluation and service by the olympus field service engineer (fse) it was found both grey connectors were broken. This report is being submitted to document the broken grey connectors. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct information provided on the initial report. The following sections were updated and/or corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. Olympus will continue to monitor field performance of this device.